Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Review of the labels attached to the device history record for this lot was conducted and label indicated an expiration date (use by date) of 31-december-2015 and the procedure date was (B)(6) 2023 which is post expiration. It should be noted that the starclose instructions for use (IFU), in the graphical symbols for medical device labeling section, indicates the use by symbol which is next to the expiration date. In this case, there was no reported adverse event. The investigation determined the cause for the reported use after expiration to be user error. Abbott cannot guarantee the safety or efficacy of the device past its labeled expiration date. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - catalog # updated from unk starclose to: '14679-01'. D4 - lot # updated from unknown to: '40124k1'. D4 - expiration date updated from '12/01/2015' to '12/31/2015.

Manufacturer narrative:
D4: expiration date: estimated as 12/01/2015. E1: facility name: centro de intervenciones cardiovasculares (cenicardio). H6: medical device problem code 2017: use after expiration. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se after an interventional lower limb procedure using a 6f sheath. Reportedly, the starclose se achieved hemostasis. After closure, it was noted the device was used after its expiration date. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.